Event description:
It was reported that at an clinic interrogation the pulse generator exhibited inappropriate measured data. A firmware download was scheduled to be performed at the next in clinic appointment.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.